Event description:
The customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed the cartridge alarm and decided to replace the pump. The customer planned to continue using the current pump as backup therapy to ensure insulin delivery was not interrupted. Technical support provided instructions for putting the pump into storage mode and advised the customer on necessary steps upon receiving the replacement pump. The problematic pump was to be returned to tandem via ups within ten days using a return box and pre-paid label, and a replacement pump was sent.